Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported that there was a black bar on the insulin pump and she got a loaner insulin pump and when turn the light on the pixels did not light up. Customer stated the insulin pump was neither dropped nor bumped. Customer stated the she was still able to use the insulin pump and view the screen when the light was not on and the screen was visible with the light on just a line at the bottom. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.